Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with one fired clip. Visual inspection of the returned clip, which confirmed the complainant¿s experience of a scissored clip. The jaws were measured and were found to be out of specification. It is unknown whether the narrow jaws were use-related or a pre-existing device nonconformance. Based on the condition of the returned unit and the returned clip, the exact root cause of the reported event could not be confirmed .the probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: lap. Galle / lap. Chole. Incident description: clip schliesst wie zu sehen nicht richtig und überlappt, trotz plastik auf plastik. Translation ame: clip doesn't appear to close properly and overlaps, despite plastic to plastic additional information received from field implementation team member by email on 19jul2019: "overlaps" means that the legs of the clip were overlapping each other, as if scissored. Patient status: no patient injury.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap. Galle / lap. Chole. Incident description: clip schliesst wie zu sehen nicht richtig und überlappt, trotz plastik auf plastik. Translation ame: clip doesn't appear to close properly and overlaps, despite plastic to plastic. Additional information received from field implementation team member by email on 19jul2019: "overlaps" means that the legs of the clip were overlapping each other, as if scissored. Patient status: no patient injury.